Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue via operational testing and event log. Additionally, a broken fan guard was observed during servicing. The fse replaced the power switch overlay and the fan filter housing. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
The medical engineer (me) reported a ventilator experienced an alarm light emitting diode (led) failure during clinical use. The device was in clinical use treating a patient at the time the issue was discovered. No medical intervention was reported. There was no delay to patient therapy reported. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue via operational testing and event log. Further information is pending.